Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, and the cgm error did not reoccur after the reset. Customer was advised to wait 20 minutes before starting the sensor session, and they acknowledged the instructions.